Event description:
Medtronic received information that 2 years and 11 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure was valve stenosis. Heavy calcification was also observed near the valve frame in and under the non-coronary cusp (ncc), and the valve frame was elliptical in shape. Protruding annular calcification was also observed under the right coronary cusp (rcc) and near the n/l commissure extending into the left ventricular outflow tract (lvot). No adverse patient effects were reported. Additional information was received that severe paravalvular leak was also present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 2 years and 11 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure was valve stenosis. Heavy calcification was also observed near the valve frame in and under the non-coronary cusp (ncc), and the valve frame was elliptical in shape. Protruding annular calcification was also observed under the right coronary cusp (rcc) and near the n/l commissure extending into the left ventricular outflow tract (lvot). No adverse patient effects were reported.